Manufacturer narrative:
One device was returned for investigation. The reported complaint was confirmed in the event logs but could not be reproduced during testing. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) seal was cracked. The dso seal was replaced. Review of event log found occurrences of distal occlusion alarms after starting priming were found out of 25 priming events in the alarm log. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. No probable cause could be determined for the customer complaint

Event description:
It was reported that the device had downstream occlusion on priming. Event occurred at hospital during immediately on use. Operator of device was a health professional. There was patient involvement, but no patient harm/adverse event reported.